Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to ventricular tachycardia mode other than monitor plus therapy. The device did not provide a tachy therapy. This device remains implanted. No adverse patient effects.